Event description:
On (B)(4) 2013, the reporter contacted lifescan (B)(4), alleging unknown issue. The reporter alleged it takes him 6-7 test strips to obtain a reading and then "first one 40%, second 60 and third 80%" however the reporter did not explain what he believed the percentages to be. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.